Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process.

Event description:
As reported, the powerflex pro 5mm 15cm balloon was noted to have a hole when inflation was started. The case was completed with the use of a new unknown device. There was no injury to the patient. The unknown guidewire passed. Multiple attempts were made without success to obtain the device and additional information.

Event description:
As reported, the powerflex pro 5mm 15cm balloon was noted to have a hole when inflation was started. The case was completed with the use of a new unknown device. There was no injury to the patient. The unknown guidewire passed. Multiple attempts were made without success to obtain the device and additional information.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, h1, h2, h3 and h6. As reported, the powerflex pro 5mm 15cm balloon was noted to have a hole when inflation was started. The case was completed with the use of a new unknown device. There was no injury to the patient. The unknown guidewire passed. Multiple attempts were made without success to obtain the device and additional information. The product was not returned for analysis. A lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. Damage to balloon material may occur when attempting to cross a calcified lesion or during inflation. However, without the return of the device for analysis, it is difficulty to draw a clinical conclusion between the device and the events reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ there is nothing in the information available to suggst a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the powerflex pro 5mm 15cm balloon was noted to have a hole when inflation was started. The case was completed with the use of a new unknown device. There was no injury to the patient. The unknown guidewire passed. Multiple attempts were made without success to obtain additional information. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6 as reported, the powerflex pro 5mm 15cm balloon was noted to have a hole when inflation was started. The case was completed with the use of a new unknown device. There was no injury to the patient. The unknown guidewire passed. Multiple attempts were made without success to obtain additional information. The product was returned for analysis. A non-sterile powerflex pro 5mm15cm 135 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The balloon was received deflated. The unit was thoroughly inspected, and no damages or anomalies were observed on the balloon nor on the rest of the device. Sem results showed that the balloon of the powerflex pro 5mm15cm 135 device presented evidence of a ruptured condition and scratch marks, near the rupture area. These types of damages are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon could have led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon leakage - during positive pressure¿ was confirmed via device analysis as a leakage was noted coming from a rupture on the distal area balloon surface during inflation testing. However, the exact cause cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the balloon rupture and the balloon material near the rupture appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Vessel characteristics, although unknown, likely contributed to the event reported as evidenced by device analysis. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the powerflex pro 5mm 15cm balloon was noted to have a hole when inflation was started. The case was completed with the use of a new unknown device. There was no injury to the patient. The unknown guidewire passed. Multiple attempts were made without success to obtain additional information. The device will be returned for evaluation.